Manufacturer narrative:
Exemption number e2011009: b. Braun medical inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer) and b. Braun medical inc (the importer) this report has been identified as b. Braun internal report # (B)(4). The actual pump involved in the reported incident was returned to b. Braun's carrollton, tx facility for evaluation. Volumetric accuracy testing was performed three times at a rate of 7.5ml,30ml and 60ml/hr for 15 minutes. The test results were within specifications at 3.71ml, 7.73ml, and 4.72ml. Two y-site sets were used, no reverse fluid flow occurred. Upstream and downstream pressure alarms functiond correctly. In addition, no physical damage was identified to the pump hardware which could have potentially caused or contributed to the reported event. The pump's operational log was reviewed for the day of the reported incident, 01/07/2016. There was no indication the pump under infused or any malfunction of the pump occurred. Based on the results of the investigation, the pump operated as intended. No conclusions can be made regarding the cause of the event. If additional pertinent information becomes available, a follow up report will be sub

Event description:
As reported by the user facility: the pump was set to deliver at 7.5 ml per hr for 15 minutes, increased to 15ml per hr for 15 minutes, increase to 30ml per hr for 15minutes, increased to 60ml per hr for 15 minutes. It was during this stage the patient noted about a 6 inch blood back up in his tubing. When the nurse looked; she noted no dripping into the drip chamber. The pump was continuing as if infusing. There was no alarm from pump. No patient injury reported.